Manufacturer narrative:
Results: the lantern was severely kinked approximately 36.0 cm from the hub. The lantern was ovalized approximately 131.5 and 134.0 cm from the hub. Conclusions: evaluation of the returned lantern revealed a server kink in the proximal shaft. If the lantern is manipulated at extreme angles during use, damage such as a kink may occur. Further evaluation of the returned lantern revealed ovalization at the distal tip. This damage was likely incidental to the reported complaint. Penumbra catheter are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure in the left axillary branch using a lantern delivery microcatheter (lantern). During the procedure, the physician placed a lantern in position within the vessel. Then, the physician injected contrast through the lantern and noticed that the middle of the lantern was kinked. Therefore, the lantern was removed. The procedure was completed using a new lantern. There was no report of an adverse effect to the patient.